Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted."

Event description:
Abbott diabetes care received a medwatch report which contained the following information: a pharmacist reported that an adc freestyle libre sensor was giving an unspecified "error message" after application. However, the pharmacist did not report any adverse event or medical intervention associated with the reported issue. There was no report of death or permanent injury associated with this event.